Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ). Section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc cable 9735843 camera ethernet kit s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a red led on the positioning sensor unit (psu) was noticed when attempting to verify instruments. The representative did not note any error messages. The ndi toolbox had a storage temp exceeded, and bump detected, and a bump detector battery fault. The issue occurred pre-op and medtronic navigation and imaging was not used for the procedure. The representative reported after replacing the psu, the psu is not getting power. He verified the poe led was green, and the faulted psu was receiving power. Bypassing the ethernet cable from the poe to the psu. He was able to test the camera with a known "good" system and the camera was still not receiving power. He reported the laser could not be activated at any point. He reported as soon as the "good" camera was reattached it received power as expected. The replacement camera was an out of box failure. After bypassing the ethernet cable between the psu and bulkhead in the mast, the system functioned as intended.

Manufacturer narrative:
H3, h6) the product ID: (B)(4), lot number: unknown was returned for analysis on 02-april-2024. Functional testing and a visual/physical examination determined the clip on the returned camera cable was broken rendering it unable to maintain a good connection with the camera. Codes b01, c07, and d02 are applicable to this returned product analysis. H2) correction made to device evaluation coding. H3, h6) correction: the system was serviced in the field and the camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Codes b01, c08, and d02 are applicable to this field servicing. H2) correction made to device evaluation coding. H3, h6) correction: the camera, product ID: (B)(4), lot number: p900552, was returned for analysis on 02-april-2024. Functional testing determined that the camera was malfunctioning causing the reported event. Codes b01, c08, c02, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.